Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient got admitted for surgery and was diagnosed pre-operatively with 'c5-c6 and c6-c7 cervical spondylosis and bilateral upper extremity radiculopathy.' Patient underwent the following surgery: 'anterior cervical microdiskectomy and bilateral foraminotomy at c5-c6 and c6-c7, anterior interbody arthrodesis at c5-6 and c6-7 with synthes machined allograft spacer, rhbmp-2/acs, and slim-loc anterior cervical plate.' Per op notes, "an 8-mm machined allograft spacer was selected. The core was drilled out, and a small piece of rhbmp-2/acs sponge was placed within it... The space was measured at 7 mm and a 7-mm machined allograft spacer was selected. The core was drilled out, and a small piece of rhbmp-2/acs was placed within the core of the spacer. It was gently impacted into place at c6-7 under direct visualization... There were no perioperative complications." The patient was discharged on the same date. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.